Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, liquid contamination was found on the battery board and the u13 component was internally shorted on the bedside board. The cause of the inability to charge properly is the contaminated battery board and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging properly.